Event description:
A consumer reported that a spinbrush pro cut their throat when the inner brush came off, lodging it in their throat. The consumer mentioned that if not for some help from a friend, consumer may have choked. The consumer revealed in jan-2005 that the area had been painful for a few months. Consumer reported the following: "still know it's there, but I can at least eat again." The consumer still could not eat properly and it was taking a long time for their throat to heal. Consumer discontinued use of the product as consumer did not feel safe with the product after cutting their mouth as bad as it did. Jan-2005 the consumer used the crest spinbrush pro toothbrush 1 applic, 2/day for an unspecified number of days during september 2004. In late september, the rear of the spinbrush pro detached and lodged in their throat, blocking and cutting off air and putting about a one inch cut in the reat of their throat. Consumer reported that it took months to swallow properly without great discomfort and to heal. The consumer experienced pain, consumer could not eat hard food and that it was hard to swallow. Consumer telephoned the emergency room and spoke with a nurse who recommended consumer gargle with salt and water or peroxide and water three to four times daily and if symptoms worsen, the consumer should call their doctor or come in to the emergency room. Consumer was advised to avoid solid food and acid drinks such as orange juice and soda until consumer was better, using their own judgment. Consumer followed the nurse's advice. The area was very painful for a few months and consumer reported an upset stomach and diarrhea a lot due to what consumer was eating. As of jan-2005, the consumer still knew "it" was there but could at least eat again; consumer had lost six pounds. Consumer could have choked and died. Past medical history include: drug allergy - drug hypersensitivity codeine, medical history - none reported. The consumer was using crest whitening expressions, extreme herbal mint on the spinbrush pro when the brush detached. Consumer had replaced the crest spinbrush pro continued to use the same products.

Event description:
A consumer, a 45 year old male, reported that a spinbrush pro cut his throat when the inner brush came off, lodging it in his throat. The consumer mentioned that if not for some help from a friend, he thought he may have choked. He phoned a hosp ed and spoke to an unk nurse, but did not seek further medical attention. The consumer revealed on 2/7/06 in a follow up phone call that this incident also chipped his tooth. A consumer reported that they, a male age unspecified, used a crest spinbrush pro toothbrusth, unspecified total daily frequency, and reported the following: 1 inch deep cut in throat when the inner brush (not the circle brush) came off, lodging it in his throat. The consumer mentioned that if not for some help from a friend, he thought he may have choked. The case outcome was not recovered/not resolved. Past medical history included: allergy - unk, medical history - unk. No further info was provided. 11/12/04 received consumer's follow-up e-mail; the consumer reported that he still could not eat properly and it was taking a long time for his throat to heal. He discontinued use of the product as he did not feel safe with the product after cutting his mouth so bad as it did. No further info was provided. 1/25/05 received consumer's follow-up questionnaire: the consumer, age 45 years, used the crest spinbrush pro toothbrush 1 applic, 2/day for an unspecified number of days during 9/04. In late september, the rear of the spinbrush pro detached and lodged in his throat. He reported that it took months to swallow properly without great discomfort and to heal. The consumer reported that he experienced pain, he could not ear hard food and that it was hard to swallow. He telephoned the emergency room and spoke with a nurse who recommended he gargle with salt and water or peroxide and water three to four times daiy and if symptoms worsen, the consumer should call his dr or come in to the emergency room. He was advised to avoid solid food and acid drinks such as orange juice and soda unitl he was better, using his own judgment. He followed the nurse's advice. The area was very painful for a few months and he reported that he had an upset stomach and diarrhea a lot due to what he was eating. As of 1/10/05, the consumer reported that he still knew "it" was there but could at least eat again; he had lost six pounds. He mentioned that he couldhave choked and died. Past medical history included: drug allergy - drug hypersensitivity codeine, medical history - none reported. The consumer reported that he was using crest whitening expressions, extreme herbal mint on the spinbrush pro when the brush detached. He had replaced the crest spinbrush pro and continued to use the same products. No further info was provided.

Manufacturer narrative:
Consumer contacted, product requested. Consumer responded that product was no longer available. Unable to proceed with product investigation.